Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while performing anastomosis, the device was difficult to toggle. The surgeon had made a couple of passes with the device and was forming the line of suture around the anastamosis and the needle fell off from the jaws. Another handle and reload was used to resolve the issue in order to complete the case. There was no patient injury.